Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
It was reported to heartsine that the spring of the pogo pin (third from the left, on the power side) at the defibrillator pack contact point on the main unit was weak. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A service representative performed an initial evaluation of the customer¿s device. During the investigation, it was noticed that the -ve terminal pogo pin felt less firm than the other pogo pins and could be pushed into its housing with less physical resistance. However, no measurable fault was identified and the pogo-pin did not fail electronically during testing. The customer's device will be scrapped. The customer has been provided with replacement device.

Event description:
It was reported to heartsine that the spring of the pogo pin (third from the left, on the power side) at the defibrillator pack contact point on the main unit was weak. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.